Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A visual inspection, functional testing, and a short simulated therapy were performed with no issues noted. Upon conclusion of the investigation, the cause was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 11:14:54. During night drain cycle six, the patient's ultrafiltration reading was 935ml, indicating the home patient drained 935ml more than their maximum programmed fill volume of 1500ml. No additional information is available.